Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potentional for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was returned and the lot number was provided, though evaluation results are not available as of this report. Please note that it is unknown which of the following catalog number provided, it either, was involved in the event: a041022500100, a041021900100. Further info pertaining to this event, including evaluation results, will be submitted as it becomes available.

Event description:
It was reproted that a file separated. No further info is available as of this report.